Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a broken belt clip slot, a stained end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 12.7 mmol/l. Customer stated that the pump is continuing to count and won't stop. Customer took the battery out and back in. Customer stated that the pump is not responding when they try to deliver a bolus. Customer was advised to disconnect from the pump and revert to a back-up plan.